Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Secured a loose connector in the tube head. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 2800 sys presented an error message indicating x-ray arm is not ready. There was no report of pt injury.